Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Additional information received indicates that based on the patient's program settings and physician's input, this ipg met normal longevity therefore this event is no longer reportable.

Event description:
Additional information received indicates that based on the patient's program settings and physician's input, this ipg met normal longevity therefore this event is no longer reportable.

Manufacturer narrative:
Additional information indicates the physician believes the ipg meets its expected longevity based on patient's programming parameters. There is no device malfunction; therefore, this device is no longer considered reportable.

Event description:
Related manufacturer reference number: 3006705815-2026-01585. It was reported patient lost effective therapy due to high impedances on the lead and the ipg reached end of life. Surgical intervention may be pending to address the issue.